Event description:
On (B)(6) 2022, an issue was reported during a contrast-enhanced digital mammography procedure with our selenia dimensions mammography system. It was reported that the system froze during exposure and error message "hari error" was displayed. This incident is being reported out of precaution as the patient received iodinated intravenous contrast in combination with a standard digital mammogram. Attempts to obtain additional information on the patient impact and outcome were unsuccessful as of today.

Event description:
A field engineer was dispatched to the site and determined the system computer needed to be replaced. Once this was completed the system was working as intended. Through a phone call on (B)(6) 2022, the customer confirmed the patient was not rescheduled and did not receive extra iodinated intravenous contrast.